Manufacturer narrative:
On (B)(6) 2011: this event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
During a pacemaker replacement procedure, a connection issue was reported with a ventricular lead that had been implanted since (B)(6), 1997. Upon insertion of the lead into the pacemaker port, the physician felt slight tightness. A second attempt was made and the screw-driver turned freely and no click sound was confirmed. Another pacemaker was subsequently implanted, instead.